Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer did not close. The customer attempted to push it back in, but something appeared to be stuck in the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) upon arrival half-height auxiliary drawer 5.1 and 5.2 was failed and would not recover. In the test application, drawer 5.1 did not recognize its position, indicating a damaged position sensor. This issue occurred after the bearing crushed foot 5.2 and caused its destruction. Fse upon inspection found slide bumpers were damaged and bearing cage was migrated out. Fse replaced drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.